Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the display was intermittently blanking out and there was intermittent ECG traces in leads 1, 2, 3, paddles and multifunction cable (all modes). The complainant indicated that there was no pt involvement in the reported failure.